Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was to be implanted transduodenal to pancreas to treat a pancreatic pseudocyst during an endoscopic ultrasound (eus) procedure performed on (B)(6) 2024. During the procedure, the stent first flange did not deploy. The device was removed and it was noted that the axios stent was still in the catheter even though the deployment lever was in the middle-locked position. The procedure was not completed, and the patient will return in a few weeks. There were no patient complications reported as a result of this event. The physician was using the eus method of deployment, where the second flange of the stent is deployed in the scope, and then the stent is released from the scope by advancing the catheter and retracting the scope in a 1-to-1 fashion. Note: it was reported that the handle was rotated as the device was luer locked to the scope. However, the hot axios stent and delivery system instructions for use state "rotate the winged luer lock clockwise to secure the delivery system handle to the echoendoscope." The physician did not follow the steps cited in the instructions for use (IFU)."

Manufacturer narrative:
Block h6: imdrf impact code f1001 captures the reportable event of cancelled/rescheduled procedure.